Event description:
It was reported that a tsb35 was used during a video assisted thoracic surgery. It was reported by the affiliate that after the 3rd firing, the anvil dislodged. A new stapler was used to complete the case. There was no consequence to the pt.